Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b3, b4, d1, d3, d4, e1 (initial reporter), e2, e3, g3, g6, h2, h10, h11.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit notified autofill failure. There was no patient involvement.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit notified autofill failure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found the male luer fitting lock broken and due to this safety disk test also failed. The fse then replaced the male luer fitting lock and the issue was resolved. The fse performed all functional and safety tests to factory specifications. The unit passed all tests performed and was returned to the customer.